Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn't think her patient programmer (pp) was working so she changed the batteries but it wasn't able to increase or decrease. The patient was pushing the sync button while she pushed the increase button but the issue was resolved and the patient was ale to increase stimulation. The pp showed stimulation was on. It was also reported that the patient asked what to do if you couldn't go to the bathroom anymore and stated that she has been to the emergency room for retention and got catheterized. The patient tried program 3 once but she really got in trouble and had retention on that program. It was stated that the patient had been having trouble with retention on and off for the last 6 months. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that it was probably dehydration, vomiting and diarrhea that led to the retention they were experiencing. The patient reported that the step taken to resolve the retention was increasing fluid intake. It was noted that the patient was not sure what event the letter they received was referencing. No further complications were reported.